Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an evaluation of a returned homechoice cassette, a leak was noted due to damaged cassette sheeting. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification with issues noted: damaged cassette sheeting. Functional testing performed included leak testing (eight psi underwater pressure test), clear passage test, clamp function test and device-device interaction testing (sample ran on machine). Leak testing noted leak from damaged cassette sheeting. The reported condition of leak was verified. The cause of the leak was the damaged cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.